Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, protein s deficiency and in anticipation of intended upcoming pregnancy. At some time post filter deployment, it was alleged that filter detached and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to protein s deficiency and in anticipation of intended upcoming pregnancy. At some time post filter deployment, it was alleged that filter detached and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years six months of post deployment, a computed tomography of abdomen was performed for right sided abdominal pain. The study showed that the filter was present within the inferior vena cava and no thrombus was noted within the filter. Around, three years and nine months later, patient presented to the emergency department for evaluation of a days of gradual onset of kidney pain and associated with some dysuria, nausea and back pain. A computed tomography of abdomen was performed for abdominal pain, which showed slightly prominent appendix without inflammatory changes. Around, five months later, an ultrasound abdomen was performed for filter check. The inferior vena cava filter and lower inferior vena cava are obscured by overlying intestine and was not evaluated. On the same day, an x-ray kidney, ureter and bladder was performed for filter check. The study showed that the filter was extending from the lower margin of the l3 vertebral body to the lower margin of the l4 body. The filter was stable in position as compared to the prior abdominal study. The filter was demonstrated to lie below the level of the renal veins and above the inferior vena cava bifurcation on the prior computed tomography study. Around, four days later, an x-ray abdomen was performed for filter removal. The study showed that the several leg struts of the filter splaying beyond the confines of the inferior vena cava and one of the legs struts is fractured at the level its attachment with the head of the filter. Around, three months and twenty-four days later, patient presented to the emergency room with the complaints of pleuritic right anterior chest wall pain for the last three days. Computed tomography angiography of chest was performed to rule out pulmonary embolism. The study showed that negative for pulmonary embolism. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 05/2011 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.